Event description:
Caller states that she tested 43 mg/dl and felt hyperglycemic. She reports that the paramedics were called within 10 minutes tested her on their device at 444 mg/dl. Customer reports being given 6 units of insulin and 5 minutes later arriving at the hospital to test >300 mg/dl on the lab. No quality controls were used. Requested return of suspect device and replacment was sent. Customer is unsure which lot of strips were used at this time.